Manufacturer narrative:
The hlth care facility would not release any further info or allow a pall rep to visit for in-servicing. Device eval/analysis: two (2) used devices were rec'd. Both filters appear to have light brown-yellow secretions on the pt side of the media. No visible cracks or mars were observed on either of the two (2) filters. After the filters were eto sterilized, the delta p test and hydrophobicity test were performed. Both filters were under normal range resistance under dry conditions but showed an increased resistance after the hydrophobicity test. Test results suggest drug nebulization has been applied and pt secrections on the media surfaces of the pt side of the filter. Instructions for use direct the user to monitor the sys for increased pressure: "nebulization parameters and drug regimes can be variable. During nebulized medication treatments vigilance must be maintained to detect device resistance exhibited as high airway pressure or the inability to deliver/exhale a full tidal volume. Although rare, the user should be prepared to immediately replace the device." The customer's complaint was confirmed for both filters. Test results show the filters have been exposed to nebulized drug and had an increased resistance after the hydophobicity test.

Event description:
A pt was on a ventilator and went into respiratory distress. When device was removed all symptoms reversed.